Manufacturer narrative:
The insulin pump had intermittent button press noted due to corroded keypad trace. The insulin pump had cracked battery tube threads and missing end cap sticker noted during visual inspection. No insulin pump reacting on its own noted during testing.

Event description:
The customer reported via phone call that they had keypad anomaly. The customer's blood glucose was 205 mg/dl at the time of incident. The customer reported that the keypad was reacting without input from them. The insulin pump was returned for analysis.